Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 386 mg/dl on aviva system 1, 184 mg/dl on aviva system 2 within 10 minutes. In both meters test strips with same lot were used. Only one vial was reported. Meter and test strips requested. No adverse event reported.